Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 24.5, 25, 25.5 cm from the connector pin. The distal conductor was distorted within the connector pin and the right ventricular defibrillation coil was fractured at 59.6 cm from the connector pin. The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks. The right ventricular (rv) lead exhibited high impedance, oversensing, noise and an apparent fracture. The lead was explanted and replaced n no further patient complications have been reported as a result of this event.